Manufacturer narrative:
The cycler was not received for evaluation. All devices must meet quality requirements and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 05 may 2026 from a health care professional (hcp) of a 71-year-old male patient with multiple comorbidities including end stage renal disease, who stated the patient expired during a home hemodialysis treatment on (B)(6) 2026. Additional information was received on 07 may from the hcp who stated that the cause of death could not be determined.